Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-04562. It was reported that an infection was discovered on the lead site. As a result, the patient was treated with oral antibiotics. Reportedly, the infection has resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The patient was treated with antibiotics and the infection has reportedly cleared. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection is yet to be substantiated.